Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10/08/2014 with the following findings: on examination, the keypad was found to be torn in several places, exposing the button contacts of the up arrow, down arrow and ok buttons. On testing, the up arrow and ok buttons were found to have intermittent response while the down arrow button was unresponsive. The keypad cover was removed for investigation revealing the button contacts to be damaged and warped. There was contamination found under the contacts of all the keypad buttons. The keypad trace for the down arrow button was found to be damaged. Unrelated to the original keypad complaint, the display was noted to be dim and discolored and the battery compartment was found to be cracked between the battery compartment and the case seal.